Manufacturer narrative:
Plant investigation: the complaint sample was received on (B)(6) 2025. There was no visible damage to the outer packaging. The venous venting port at the top of the oxygenator was found broken at the 90-degree angle of the port. The holding tray for the oxygenator was dented and torn in several places. The venting port most likely broke due to vibrations during transport. Due to the 90-degree angle of the venting port on the lid of the oxygenator, there is an increased notch effect on the inner edge. As a result, there is a risk that the port will break at this point in the event of impacts during transport. Simulations show that the port breaks at a pressure load of 39 n. A review of similar complaints and complaints of the given batch revealed no negative trend in the occurrence rate of the error pattern. Complaints of this type will continue to be monitored.

Event description:
A user facility reported the venting port of the oxygenator was found to be damaged before use. Video evidence showed a cracked venting port at the top of the oxygenator. There was no indication of patient involvement. Upon follow-up, it was reported the crack in the oxygenator was discovered during priming which caused a fluid leak. The complaint sample was returned to xenios for product investigation.